Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2018-02124, reference MFR. Report#1627487-2018-02125. It was reported during lead revision on (B)(6) 2018, the physician attempted to replace the ipg due to possibly being the cause of the impedance issue. However during the procedure, the physician discovered that one of the extensions inserted into the ipg was damaged. As such, the physician chose to close the pocket. Reportedly, an additional surgery is pending for a future date.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2018-02124, reference MFR. Report#1627487-2018-02125. Additional follow-up information received identified the patient lost a significant amount of weight ipg was protruding from the skin causing slight discomfort. Reportedly, surgical intervention was undertaken on (B)(6) 2018 wherein the pocket site was successfully revised.